Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection did not show any damages or abnormalities. The infusion set was then primed and a leak was identified on the upper portion of the silicone tubing of the pumping segment. The customer complaint of leakage was verified. The investigation was forwarded to manufacturing for root cause analysis. After the investigation along with the manufacturing and quality operations team, it was concluded that the condition reported of leakage due silicone tubing damaged was not found or possible to determine to be related to the manufacturing process. A process revision was carried out, and no opportunities were detected in the process that could contribute to the failure mode reported. The root cause of the issue could not be determined. A probable root cause for the issue is a misloading of the infusion set into the alaris pump. Misloading of the pump can cause tearing of the silicone tubing of the pumping segment. A device history record review for model 2420-0007 lot number 25065229 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that rn primed primary tubing with 250 ml ns bag for next pt, noticed small leak from somewhere in the tubing. When hanging ns bag on pole, water sprinkles can be felt coming from tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.